Event description:
The reporting surgeon provided add'l info indicating that he does not feel that the intraocular lens (iol) malfunctioned and the reported iritis was unrelated to the iol.

Event description:
A surgeon reported that a patient developed iritis following intraocular lens (iol) implant. More inforamtion has been requested.